Manufacturer narrative:
Expiration date: 07/31/2018. Manufacture date: 07/02/2015 the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated that the patient was training on his cycler and had received an "m31 air detected in cassette" alarm while in fill 1 of 1. The nurse stated she cancelled treatment and when removing the cassette fluid was leaking. Nurse confirmed that there was fluid inside the pump module. Per pdrn the patient indicated there were no observations of a fluid leak during treatment. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated that the patient was training on his cycler and had received an "m31 air detected in cassette" alarm while in fill 1 of 1. The nurse stated she cancelled treatment and when removing the cassette fluid was leaking. Nurse confirmed that there was fluid inside the pump module. Per pdrn the patient indicated there were no observations of a fluid leak during treatment. Per pdrn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.